Event description:
Infected right breast implant. After dissection the capsule was noted to be sigificantly thickened and severely contracted. The implant contained brownish fluid, no puncture or leak was noted. The capsule was severely thickened in an area of skin inflammation. Capsulectomy performed. Implant removed and not replaced.